Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a lasso® nav eco variable catheter and cryoballoon (non-bwi product) and suffered cardiac tamponade (requiring pericardiocentesis), cardiac arrest and posteriorly died. The patient coded 2 hours post-procedure in recovery. During that time, evaluation was performed which revealed no clear evidence for decompensation. A computed tomography (CT) scan was performed which did not reveal any evidence for stroke, pulmonary embolism, or pericardial effusion/cardiac perforation. Later that evening, the patient underwent a pericardiocentesis for a pericardial effusion. The patient posteriorly expired. The physician did not attribute the causality of the event to the bwi product. There was no evidence of product failure during the case. There were no unusual errors or issues noted in the case. No ablation catheter was used since it was a cryo procedure.